Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
It was reported by the surgeon that during a mohs surgery on (B)(6) 2018 the hyfrecator handpiece tip fell onto the patient during use. The surgeon has reported that the patient was not burned, nor was any medical intervention required. There was no delay to the surgery reported. The surgeon stated that the procedure was completed as normal using the same device. Attempts for additional information were made; however, no response was received. This report is raised on the basis of a device malfunction with potential for injury upon reoccurrence.